Manufacturer narrative:
Remote support from the customer care solution center was received, during which a 989803190371 - dfm100 lithium ion battery was suggested for order. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of 3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse provided a suggestion of a 989803190371 - dfm100 lithium ion battery to be ordered. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time

Event description:
It was reported to philips that the device's battery was not working correctly. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.